Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the site came out after the customer went swimming and the customer experienced high blood glucose of 407 mg/dl. Mother stated they tried to treat with the insulin pump but the act button was not responding and the esc button had a delayed response. They treated with manual injection. They changed the battery since it was low and were able to program the bolus. It was advised to monitor the insulin pump and call back if issue happens again."